Event description:
It was reported that a patient had two implantable neurostimulators (ins) for essential tremor. An x-ray was taken which revealed that there was a kink in the lead wire just off the lead/extension connection. It was stated that this was for the left ins and the right ins was "fine". There were high impedances of 4238 ohms for c-0, 2794 ohms for c-1, and 4074 ohms for 0-3. The impedances were run at 3.0v and those electrodes still had high impedances. There were no falls or trauma associated with the event. It was stated that the patient had a shocking sensation and a "strong parasthesia" in a store on the day of the report. It was stated that this sensation started on the right side of the patient's body and then "moved to the whole body". The right side lead had "no problems" found on the x-ray or impedances.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v087696, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v113344, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).